Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09740. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in a tortuous, diffused and mildly calcified left circumflex artery contained in a greater than 45 degrees bend. A 1.25mm rotalink burr and a 330cm rotawire¿ were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed at 180,000 rpm; however, it was noted that the rotawire broke into two pieces. The device was replaced with a rotawire floppy and testing was performed successfully however the procedure was not completed due to another reason. No patient complications were reported and patient's status was stable.